Event description:
It was reported that during a robotic laparoscopic extended right hemicolectomy procedure, the arm cart assembly (aca) experienced m ultiple unrecoverable arm errors. During docking, the error occurred on aca, and was resolved after the rebooting the aca. Later during use, the aca failed again. With instrument drive unit (idu) mechanical release activated, the aca was rebooted, but the same arm error reappeared and the reboot did not resolve the recurring issue. The surgery continued with only three arms due to the aca failure. There was delay of 30 minutes in the procedure. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field. Review of the field services notes indicated that the logs for the arm cart assembly were analyzed in the field. An error code for 'arm failure - non-recoverable - robotic arm joint force measurements marked invalid' was noted, indicating that the joint force sensor readout for robotic arm joint 5 joint force sensor was marked as invalid. An error code for 'arm non-recoverable error - instrument drive unit e-release' was also noted, indicating that the emergency release sensor detected that the instrument drive unit (idu) was pushed up along the z-slide. Opening the orange latch did not trigger the alarm. An error code for 'arm failure with possible motion - idu motor state check' was noted, indicating a mismatch between the commanded and actual motor states. An error code for 'arm failure - non-recoverable - robotic arm user interface input marked invalid' was noted, indicating that the error e-release quality failure was set to true when the signal quality was corrupted or the interface connection was unstable. An error code for 'arm failure - non-recoverable - robotic arm motor position measurements marked valid' was noted, indicating that the encoders at joint 5 were producing invalid outputs. The z-slide was replaced to resolve the issue. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Preliminary device evaluation: medtronic led an evaluation of the field service notes for the reported arm cart assembly (aca). Review of the field service notes indicates that review of the log files shows occurrence of error code ¿arm failure ¿ non-recoverable ¿ ra joint force measurements marked invalid¿, indicating that the joint force sensor readout for robotic arm joint 5 joint force sensor (ra_j5_jfs) was marked as invalid mand error code ¿arm non-recoverable error ¿ idu e-release¿, indicating that the emergency release sensor detected that the instrument drive unit (idu) was pushed up along the z-slide (opening the orange latch did not trigger the alarm). Further log analysis identified the following error codes: ¿arm failure with possible motion ¿ idu motor state check¿, indicating a mismatch between the commanded and actual motor states; ¿arm failure ¿ non-recoverable ¿ ra user interface input marked invalid, indicating that the error e_release_quality_failure is set to true when the signal quality is corrupted or the interface connection is unstable; and ¿arm failure ¿ non-recoverable ¿ ra motor position measurements marked invalid¿, indicating that the encoders at joint 5 are producing invalid outputs. The z-slide was replaced to resolve the issue further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic extended right hemicolectomy procedure, the arm cart assembly (aca) experienced multiple unrecoverable arm errors. During docking, the error occurred on aca, and was resolved after the rebooting the aca. Later during use, the aca failed again. With instrument drive unit (idu) mechanical release activated, the aca was rebooted, but the same arm error reappeared and the reboot did not resolve the recurring issue. The surgery continued with only three arms due to the aca failure. There was delay of 30 minutes in the procedure. There was no patient injury.